Event description:
During device change out for infection, it was noted that externalized conductors at the middle region between the svc and rv coil were visible under fluoroscopy. Electrical functions were normal on the svc and rv coils during testing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was found at 7.0-8.2cm, 15.5- 17.2cm and 19.5-20.6cm from distal tip. The etfe coating was intact at all abrasion locations. Review of sterilization records found no evidence of abnormal sterilization cycle.